Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. Customer reported skin irritation issues with 4 sensors, however all sensor serial numbers are unknown. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported experiencing adverse skin reactions with four adc freestyle libre sensors. Customer reported "in the beginning, when I removed the sensor after the ten day duration, I would only have red skin at the site for about two days. The past three sensors have been increasingly worse. Sixteen days ago, my sensor caused extreme itching within an hour. I left the sensor in place for nine days, upon removal the skin was red, bumpy, itchy, and irritated. The skin has had a week heal and the redness and itching are still present. Six days ago I prepped the site with soap and water and a skin tac barrier prep wipe instead of the supplied alcohol wipe. I applied the sensor with no irritation until day five when it became itchy. I removed the sensor today at day six and the site is again red, itchy, and bumpy. The situation has become so severe that I will not be able to use the sensors". There was no report of third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.